Event description:
Atrial undersensing which appears to result in inappropriate atrial pacing. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).